Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that is was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported having high blood glucose . The blood glucose reading at the time of the call was 359mg/dl. The customer stated that the reservoir leaked insulin into the device. Also, the customer indicated that the doctor asked her to call helpline and to request a replacement insulin pump. No further information was provided.